Event description:
It is reported that three weeks post operative, the patient's proximal femur to fracture. The device was implanted in 2009, and revised the following month. The surgeon estimates that the femur fracture was caused with the sinking of the stem like a wedge.

Manufacturer narrative:
This report will be amended when our investigation is complete.